Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock lead impedance measurements measuring greater than 125 ohms. The patient will be evaluated in the clinic. Technical services was consulted to review lead data. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock lead impedance measurements measuring greater than 125 ohms. The patient will be evaluated in the clinic. Technical services was consulted to review lead data. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this right ventricular (rv) lead exhibited fluctuating thresholds and low amplitudes. Technical services discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.